Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported originally the device was implanted on one side, but it became infected so the healthcare professional (hcp) explanted the device. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.